Event description:
It was reported that during a totally laparoscopic hysterectomy procedure, the seal of the device was tore down. Eventually, co2 was leaking. Unknown how case was completed. Surgery was prolonged forty five minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.